Event description:
It was reported that the system would not perform fluoroscopy. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The generator batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.